Event description:
It was reported during use that the tps micro driver continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. (B)(4): investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported during use that the tps micro driver continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the trigger shaft.